Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported feeling electric shocks in her buttock and legs. Patient was redirected to follow up with their health care professional. No further complications were reported or anticipated.